Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 345 mg/dl at the time of incident and current blood glucose level was 148 mg/dl. The customer reported that the insulin pump was working intermittently and the blood glucose value was running sky high and the customer was putting basal however the blood glucose level was still high. The customer¿s blood glucose level in the morning was 275 mg/dl, three days ago it was 254 mg/dl and after treating with some insulin the blood glucose level was 299 mg/dl. The customer was treated with insulin pump. The customer alleged insulin pump was under delivering because the blood glucose level was out of control. The drive support cap was normal. The customer programmed 0.2 unit easy bolus in air and found that the bolus appeared in the history. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.